Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the patient having damage to their black power lead was not confirmed as there were no photos or evidence of damaged power leads; however, the reported event of power cable disconnect alarms while connected to battery power was confirmed via analysis of the submitted log file. The heartmate ii controller was not returned for analysis; however, a log file was submitted. The submitted log file contained combined data spanning approximately 27 days ((B)(6)2023 per the timestamp). The log file captured intermittent atypical power cable disconnect alarms active while connected to battery power between the events of (B)(6) 2023 at 5:25:40 and (B)(6) 2023 at 3:30:59 due to the rsoc voltage in either the white or black power cable measuring approximately 0 volts respectively while connected to battery power. The alarms were not associated with routine power source exchanges and would clear shortly after activating. Pump speed was not affected by the alarms. There were no other notable atypical alarms active in the log file. The system controller was exchanged and discarded and as of (B)(6) 2023 there were no complaints of any additional alarms. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii pocket controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The history of short to shield was captured under manufacturer report number 2916596-2021-07747. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had damage to their black power lead and a history of a short to shield.. The log files noted many power cable disconnect alarms on battery power. The system controller was exchanged and discarded and as of 06feb2023 there were no complaints of any additional alarms.